Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1995; 500dm33 mechanical valve, implanted: (B)(6) 1998.

Event description:
It was reported that the patient complained of intermittent diaphragmatic stimulation from the left ventricular (lv) lead. The symptoms were worse when the patient was lying flat. The lead was programmed off. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was turned back on to the best vector and is still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.